Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture despite multiple repositioning attempts. The physician elected to replace the rv lead with a second rv lead; however, the second rv lead also exhibited loss of capture. It was additionally observed that the stylet failed to be fully inserted into the lead. The physician then elected to place a third rv lead in the apical position. The third rv lead failed to be secured despite multiple implantations attempts and subsequently resulted in lead dislodgement. It was also noted that the helix of the third rv lead failed to retract and remained visible on imaging. The physician paused further rv lead placement and proceeded with right atrial (ra) lead placement. It was observed that the ra lead failed to secure within the right atrial appendage, and the lead repeatedly slipped out. Leads dislodgement was confirmed via x-ray imaging. All the leads were not used. The patient was in a stable condition.